Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose at the time of hospitalization was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.